Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins was at end of life and was being replaced. During the procedure, the existing leads were connected to the new ins and impedance test was abnormal, and showed the left scs leads contacts as non-functional, and right lead contacts with two functioning contacts (3 and 8). Because of this, the decision was made to remove the leads. Scars were noted over the lead anchor sites. The right lead was easily removed and intact. Left lead was removed and noted to be fractured distal to the anchor. At this time the original ins was removed as well.

Manufacturer narrative:
H3:product analysis pli# 10 product ID# 97714 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Pli# 20 product ID# 977a260 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the conductor(s) 4, 6, and 7 were broken; 14.6 cm from the distal end of the lead. Pli# 30 product ID# 977a260 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the conductor(s) were broken in the body of the lead; consistent with explant damage. Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6) 2023 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6) 2023 product type lead product ID 97791; product type accessory product ID 97791: product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 29-sep-2018, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 29-sep-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.